Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors and unable to complete rewind. Customer stated they were not able to successfully clear the alarm. Customer stated that stated insulin pump was not exposed to a high magnetic field and had motor detected by reading unexpected value from hall sensor error in alarm history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.